Manufacturer narrative:
The performance of the architect hbsag confirmatory reagent 1l81-25 lot 20219lf00 was assessed using a retained sample of this lot. One architect instrument was calibrated using this reagent lot and the positive control met package insert specifications. The reagent lot was then assessed by testing one replicate of each level of two commercially available seroconversion panels (phm924 and phm 926). Reagent lot 20219lf00 detected the same first reactive bleed or better of the two seroconversion panel sets when compared with historical data and the manufacturer's data. Architect hbsag confirmatory reagent 1l81-25 lot 20219lf00 is performing acceptably with regard to clinical sensitivity. A review of manufacturing and quality testing records was performed for architect hbsag confirmatory reagent 1l81-25 lot 20219lf00 and no issues were identified. Customer complaint data was reviewed and no adverse trends were identified the architect hbsag confirmatory reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer stated that a false negative architect (B)(6) confirmatory result was generated on a sample that was (B)(6) repeat ((B)(6)). (B)(6) and core m were also (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.